Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for signal loss. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿signal loss alarm¿ feature in the app and placed device in faraday bag to interrupt signal to sensor. Removed device from bag and confirmed sensor was reconnected within few minutes. App connected to sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a15 phone with android operating system version 14 and app version 3.6.4. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced unspecified symptoms and was unable to self-treat. Paramedics were called to assist. No further information reported. There was no report of death or permanent impairment associated with this event.